Event description:
During medcomp permacath exchange, the catheter broke at the hub and had to be retrieved through the groin access. This catheter had been in place for approximately three months. During the retrieval procedure, the new catheter broke. All pieces were eventually removed from the patient.